Manufacturer narrative:
Continuation of medical devices: t505u225 tissue valve implanted (B)(6) 2017, 5076 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was oversensing t waves for a period of about three to four days. No further nor current oversensing was observed and the lead remains in use. No patient complications have been reported asa result of this event.